Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. Customer declined to provide further information regarding the issue.